Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/21/2013 and 11/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿hi, over 600 mg/dl¿ compared to normal reading/feeling. The complaint was classified based on the customer care advocate (cca) documentation. The report issue began on (B)(6), 2013. The patient takes insulin-no adjustments to manage his diabetes. She reportedly developed unexplained symptom of ¿shaking¿ on two weeks after the onset of the reported issue and took treatment with more food and/or drink. There was no report of any required hcp treatment at the time of concern. During troubleshooting, the patient confirmed the test strips were within the discard date. This complaint is being reported because the patient developed unexplained symptom suggestive of hypoglycemia after onset of the alleged inaccurate high issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.